Event description:
It was reported that in may the neurosurgeon had told the patient that ¿it flows all the way up but it doesn¿t seem to be making a full circle all the way down.¿ the patient had undergone magnetic resonance imaging scans, which determined that the catheter was embedded in the spinal column and the spinal cord and calcified itself. It was reported that the patient had withdrawal. The patient had not been expecting an alarm and had thought the noise was a phone off the hook until it was realized that it was the pump on the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that in mid-march, the hcp determined there was an issue with the catheter, it was imbedded into the spinal cord and there was calcification at the tip of the catheter. The patient had been getting some pain relief from the medication but did not know how much medication she had been receiving. The hcp put saline solution in the pump. The patient reported that an alarm was heard; telemetry had not yet been performed. The patient indicated that the alarm started last week. The patient was planning to follow up with their hcp. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Personal therapy manager model# 8835 serial# (B)(4)...catheter: model# 8731sc serial# (B)(4), implanted: 2007-12-14 explanted: unk... (B)(4).